Event description:
It was reported from the analysis of the returned product that suture degradation was observed. It was reported that a patient underwent an unknown procedure on (B)(6) 2024 and suture was used. The suture have been utilized for closing fascia. 3 foils opened during same surgery and issue was suture breakage. There were no patient consequences reported. Additional information was requested.

Manufacturer narrative:
Product complaint # (B)(4). Date sent to the FDA: 11/21/2024. This report is being submitted pursuant to the provisions of 21 cfr, part 803, part 4 subpart b. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. A manufacturing record evaluation was performed for the finished device lot, and no non-conformances were identified. Additional information was requested, the following was obtained: 1. Were there any patient consequences? 2. Please perform and document the follow up attempt for product return. Please document the shipment tracking number in notes or rmao sections. 3. When was the suture broke (in the package, during removal from package, during handling prior to use on patient or during use on the patient)? Please specify. 4. Please provide the source or name and title of the external person providing answers to follow-up (external person submitting answers to sales rep). 1. No patient consequences. 2. During handling suture broke. 3. Senthil - purchase in charge and also provided doctor letter. H3: investigational summary: the product was returned to ethicon for evaluation. Two winding former with a needle and suture inside their open foil packet were received for analysis. During the visual inspection of the returned samples, the sutures cannot be dispensed as they have begun the degradation process. The needles were examined, and remnants of sutures were found in the barrel hole. The foils were visually inspected, delamination and wrinkles in the cavity were observed. The condition of the packages is indicative of handling and storage issues that occurred outside of ethicon control. As part of the ethicon quality process, all devices are manufactured, inspected, and released to approved specifications. Additional complaint information monitoring for potential safety signals is conducted through complaint trending as part of post-market surveillance.